Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, a type iiib endoleak and right limb occlusion event were unconfirmed due to a lack of relevant medical imaging and medical records were denied as patient authorization is needed. Device, user, procedure or anatomy relatedness of this event could not be determined. No procedure related harms were identified. The final patient status was discharged home on the fifth post-operative day stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: g1,2: contact office- contact has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and a limb stent graft extension to treat an emergent ruptured aorta which is outside the indications of use (off- label). Approximately 1.5 years post initial procedure, the patient was symptomatic and presented to the emergency room (ER). A type 3b endoleak and occluded right limb were identified. An emergent intervention was completed. The physician elected to repair by making an aui (aorto-uni-iliac) with using an infrarenal stent graft extension placed into the left common iliac artery and extending the proximally with a suprarenal stent graft extension. The left iliac was supported with a non- endologix (vbx) stent post. The physician then preformed a femoral-femoral bypass. This intervention is also outside the indications of use (off- label). The patient was reported as stable post intervention.